Event description:
This event information was announced in the kanto koshinnetsu area meeting of cvit(japanese association of cardio vascular intervention and therapeutics) on 11may2013. An adverse event occurred during pci, the injury was perforation of lad. This percutaneous coronary intervention (pci) was started with intra-aortic balloon pump (iabp). The physician noticed a giant thrombus at the left main trunk (lmt); he tried to aspirate it with an aspiration catheter; however, he was not able to aspirate it. The physician began using a 1.4mm elca rx catheter. He completed a giant thrombus removal. After using a 1.4mm elca rx catheter, he noticed perforation at the proximal left anterior descending coronary artery (lad). This injury was treated with a perfusion balloon catheter and graft master stent (abbott). The patient recovered, and was discharged.